Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: six photos were received by our quality team for evaluation. From the photos, one insyte product with a torn topweb was observed. A device history record review found no non-conformances associated with this issue during production of this batch. The secondary process was reviewed. Four locations where the nonconformance may have occurred were identified. A simulation was performed, and it was determined that the probable root cause is most likely when there are stoppages at the pick and place stations for the top web or bottom web. If the associates removed parts from the station and manually put them back on the conveyor belt before loading at the next station. There is a chance of a double stack of the blister packages which may result in the torn topweb. The insyte secondary packaging documentation has been updated to include handling of the stoppages / jams at different stations.

Event description:
It was reported that the bd insyte¿ IV catheter experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: the customer reported about some packages found to be damaged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: the customer reported about some packages found to be damaged.